Manufacturer narrative:
The device was returned for analysis. During visual inspection the imaging window was observed kinked and detached near the lap joint section. The sheath assembly was observed kinked and the drive cable was in good condition. Microscopic inspection revealed the sheath assembly was kinked, the guidewire exit port was damaged, and the tip was in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. A video and photo provided by the site showed the imaging window detached and the drive cable coiled.

Event description:
It was reported that catheter issue occurred. Vascular access was obtained via the radial artery. The 90% stenosed, concentric and the de novo target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. The lesion contained between a 45 and 90 degree bend. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter had no issue during the first to third run. However, during the fourth run, significant resistance was encountered while advancing the device. The physician proceeded to run live view, but the catheter started to twist and coil, and the distal part of the catheter suddenly snapped. The broken and twisted catheter was slowly pulled out first and the other part that was still with the wire was being pulled out using a forceps. The procedure was completed with another of the same device. No patient complications were reported, and patient status was stable.

Event description:
It was reported that catheter issue occurred. Vascular access was obtained via the radial artery. The 90% stenosed, concentric and the de novo target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. The lesion contained between a 45 and 90 degree bend. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter had no issue during the first to third run. However, during the fourth run, significant resistance was encountered while advancing the device. The physician proceeded to run live view, but the catheter started to twist and coil, and the distal part of the catheter suddenly snapped. The broken and twisted catheter was slowly pulled out first and the other part that was still with the wire was being pulled out using a forceps. The procedure was completed with another of the same device. No patient complications were reported, and patient status was stable.